Event description:
Caller reports that during a (B)(6) study the following coaguchek xs plus/laboratory results were obtained: 7.5 inr/4.27 inr, 4.3 inr/3.28 inr, 4.2 inr/3.08 inr, 7.5 inr/5.19 inr, 5.9 inr/4.51 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.